Event description:
The customer called and reported she received no delivery alarms on the insulin pump and went through several infusion sets. Customer declined to troubleshoot for bent cannulas, stating the set she currently had in was working fine. The instances where the cannula was not bent after a no delivery alarm were reportedly resolved by changing the sets. Customer further stated that in the past, there were infusion sets that caused bruising and bleeding, blocking insulin from being delivered, and her blood glucose went into the 300 to 499 mg/dl range.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.